Event description:
It was reported that the intraocular lens (iol) had a scratch after implantation into the patient's eye. It was immediately explanted and a new dib00 model lens was implanted. The patient is doing okay. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 31-jul-2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device revealed that the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed throughout the cartridge. The cartridge tip was observed to be slightly deformed; stress marks were observed but were in specification for a used device. The lens module was inspected revealing no issues; viscoelastic residue was observed in the lens module and on the lid. Device assembly inspection revealed no issues; viscoelastic residue was observed below the lens module indicating that an excessive amount of ophthalmic viscosurgical device (ovd) may have been used. Plunger rod advancement showed no resistance; no issues were observed with the plunger rod tip. The lens was coated in viscoelastic residue and lint from the gauze. The lens was cleaned revealing scratches on the lens. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. The reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.